Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause was due to the defective downstream occlusion(dso) seal. It was found that the dso seal was separating from the plate. The dso seal was replaced.

Event description:
It was reported that the device had downstream occlusion seal peeled, the event occurred during testing and there was no patient involvement.